Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was hospitalized. Customer was found on the floor and unresponsive by the son. Customer's blood glucose was 1265 mg/dl. Customer was not connected to the device when the customer was found. Device was turned off. Nurse inserted the battery and needed assistance with the device. Device had alarmed no delivery alarm. Issue was not resolved. After troubleshooting, customer will not be returning the device for analysis.